Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was inserted into the left atrium (la), but while testing the grippers, it was noticed that posterior gripper did not lower. Therefore, the cds was removed and replaced. One clip was placed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported gripper actuation issue could not be confirmed in returned device analysis. Additionally, the gripper lever non-tactile cap and latch were returned separated from the gripper assembly. The gripper assembly cover tabs were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported gripper actuation issue cannot be determined. Lastly, it is likely that observed cap, latch separation and broken gripper cover assembly was influenced by the prost procedural handling/storage/transit conditions when the device was returned to abbott as no damage to the gripper lever assembly was noted during preparation/procedure by the user. There is no indication of a product issue with respect to manufacture, design, or labeling.na